Manufacturer narrative:
Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the insertion difficulty. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events. Or the root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not successfully implanted due to unknown product performance issue. Additional information received indicates that the device was attempted due to insertion difficulty. The physician would like letter of analysis dr. Rehan karim and would like to send the letter to the representative. This device was never in service. No adverse patient effects were reported.